Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill six of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified; there was no damage seen on the tubing set when it was removed from the cycler. Patient received prophylactic antibiotics and has had no adverse effects. Patient effluent has remained clear. Sample was discarded by the patient; sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.